Manufacturer narrative:
(B)(4). This is a report of a use error where the patient connected to the setup prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected to the homechoice machine prior to the completion of the priming stage of automated peritoneal dialysis therapy. The technical service representative explained the error to the reporter and assisted them in retrieving the cassette. The patient would start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.